Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated she received second degree burns from hot steam that was spitting out of their vaporizer. It is unknown whether the woman received medical treatment for her injuries. The instructions for proper use have very clear warnings that state "the vaporizer should always be placed on a firm, flat, waterproof surface at least four feet away from bedside and out of reach of patients, children, and pets", and "caution: too much salt can cause excessive boiling". Kaz USA, inc. Has requested that the product be returned for testing.